Event description:
Customer reported that "inability to pull out the guidewire after the insertion of the arrow catheter. Necessity to pull out both wire and catheter. Insertion of another catheter at the same vessel without complication.".

Manufacturer narrative:
Qn#(B)(4). The customer returned a single spring wire guide (swg) inserted in a catheter for evaluation. Both items showed signs of use in the form of biological material. The guide wire was observed to have three kinks in the body. The distal j-bend was intact. The returned catheter had some bends in the catheter body but no other defects or anomalies. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 362mm, 370mm, and 398mm from the proximal end. The overall length of the guide wire measured 683mm which is within the specification of 678-688mm per guide wire product drawing. The outer diameter of the guide wire measured 0.849mm which is within the specification of 0.838-0.877 per guide wire product drawing. The catheter body measured 212mm from the distal tip to the juncture hub, which is within specifications of 207-227mm per catheter graphic. The outer diameter of the catheter body measured 3.983mm which is within specifications of 3.96-4.06mm per catheter body extrusion graphic. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components only encountering resistance at the kinks. Both extension lines of the catheter were flushed to test for blockage. No blockage found. A lab inventory swg was inserted into the distal extension line of the catheter. It passed through the catheter with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed three kinks in the wire guide body. The catheter and the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the customer report, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates swg/catheter resistance - kinked.

Event description:
Customer reported that "inability to pull out the guidewire after the insertion of the arrow catheter. Necessity to pull out both wire and catheter. Insertion of another catheter at the same vessel without complication."